Event description:
A malfunction alarm was reported by the customer, but it did not adversely affect the customer¿s blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, and the customer was able to successfully reset it with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurred.